Event description:
It was reported that during an implant procedure of an inflatable penile prosthesis (ipp) device, physician asked for a 100ml spherical reservoir. After opening the packaging of the product labeled 100ml spherical reservoir, a 100 ml conceal reservoir was found inside. The labeling was incorrect. Reservoir was used because there were not any other options. No adverse patient effects.